Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to the patient experiencing a pericardial effusion shortly after the implantation. It was not confirmed if the cause was due to a perforation presented. No mechanical issues were noted at the time. No additional adverse patient effects were reported.